Event description:
Patient reported obtaining back-to-back blood glucose results of 469 mg/dl, 246 mg/dl, and 68 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, he was feeling as if blood glucose was low. Patient self-treated by eating and delivering enough insulin to cover the carbohydrate content in food. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.